Manufacturer narrative:
(B)(4). A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined.

Event description:
Subsequent to the previously filed medwatch report: user facility medwatch report (uf/importer report #(B)(4)): event description: starclose failed; did not receive hemostasis, caused leg hematoma on patient's left groin.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that vessel puncture closure was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se device failed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.